Event description:
Case description: this serious spontaneous case from australia was reported by a pharmacist as "novofine needle snapped off into the abdomen area" with an unspecified onset date, "novofine needle snapped off into the abdomen area" with an unspecified onset date, and concerned a male patient (age not reported) who was treated with novofine 8mm (30g) (needle) from an unknown start date and ongoing due to "device therapy", novomix 30 flexpen (insulin aspart) from unknown start date due an unknown indication (dose and frequency unknown). Investigation results: name: novofine 30g 0.3×8 mm 100 pack - batch 16j07z microscopic examination performed. 1 used needle with broken patient end needle. A visual examination of the returned product was performed. With respect to back needle. There was no abnormalities related to the back needle. Needles tested for resistance to breakage. The product was found to be normal. The results were found to comply with specifications. During investigation it has not been possible to detect any irregularities related to the complaint on a reference/retain sample of the batch in question. Needle tubes are delicate, and must not be used if bent or otherwise accidentally damaged prior to use. Furthermore please note that needles are for single-use only. The observed problem is due to incorrect handling during use. Name: novomix 30 flexpen - batch unknown no investigation was possible, because neither sample nor batch number was available. Since last submission the case has been updated with following information: -investigation results updated -manufacture comments updated -narrative updated accordingly manufacturer's comment: 31-jan-2019: from the investigations of the returned novofine needle, we can confirm that the needle tube is broken off at the needle hub. Needle tubes are delicate, and must not be used if bent or otherwise accidentally damaged prior to use. Furthermore please note that needles are for single-use only. The observed problem is due to incorrect handling during use. As the device (novomix 30 flexpen) has not been returned to novo nordisk a/s for investigation and only very limited information regarding the handling of suspected device is available, it is not possible to identify a clear root-cause of the experienced adverse event and thus find similar incidents to the one reported in argus case 640382. The reported events are listed. This single case report is not considered to change the current knowledge of the safety profile of mixtartd 30 penfill. H3 continued: evaluation summary name: novofine 30g 0.3×8 mm 100 pack - batch 16j07z microscopic examination performed. 1 used needle with broken patient end needle. A visual examination of the returned product was performed. With respect to back needle. There was no abnormalities related to the back needle. Needles tested for resistance to breakage. The product was found to be normal. The results were found to comply with specifications. During investigation it has not been possible to detect any irregularities related to the complaint on a reference/retain sample of the batch in question. Needle tubes are delicate, and must not be used if bent or otherwise accidentally damaged prior to use. Furthermore please note that needles are for single-use only. The observed problem is due to incorrect handling during use.

Event description:
Novofine needle snapped off into the abdomen area [injury associated with device], [needle issue]. Case description: this serious spontaneous case from (B)(6) was reported by a pharmacist as "novofine needle snapped off into the abdomen area" with an unspecified onset date, and concerned a male patient (age not reported) who was treated with novofine 8mm (30g) (needle) from an unknown start date due to "device therapy", novomix 30 flexpen (insulin aspart) from unknown start date due an unknown indication (dose and frequency unknown). Patient's height, weight and body mass index was not reported. Medical history was not provided. On an unknown date, the patient was injecting insulin and part of the novofine needle snapped off into the abdomen area. Patient has visited his doctor who removed the needle from the abdomen area using tweezers. Action taken to novofine 8mm (30g) was reported as no change. Action taken to novomix 30 flexpen was not reported. Batch number of novofine 8mm (30g) is available. Batch number of novomix 30 flexpen is requested. The outcome for the event "novofine needle snapped off into the abdomen area" was unknown.